Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2017-00334: screws.

Event description:
An olecranon plate and screws were implanted on (B)(6) 2017. At some point post operatively, the plate broke. The plate and screws were explanted on (B)(6) 2017.